Event description:
It was reported that the patient presented with pocket infection and hematoma. The device was explanted and replaced. Patients condition was stable after procedure.

Manufacturer narrative:
(B)(4).